Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735740, serial/lot #: unknown. A medtronic representative (rep) went to the site to test and service the equipment. It was found that the exam would not auto register and that there was a corrupt patient database. The rep uninstalled the software including patient data, and reinstalled the software. The system was then accepting navigated spins from the medtronic imaging system. The issue was resolved. The system passed the system checkout and was found to be fully functional. No hardware parts were replaced on the system. A software analysis was also completed. Software engineering reviewed the event. It was noted that the logs were showing that the software was failing to create the registration for the exam. The failure was due to a corruption in the patient database. The software analysis found that the reported issue was consistent with a known software issue/anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added to that record. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that there was an image on the medtronic imaging system that was being used which had a nav tag, but it did not transfer over to the navigation system via automatic transfer or manual transfer. Technical services (ts) had the medtronic representative (rep) who was present remove the network cable from the navigation system and reboot the navigation system. The image still could not be manually pushed over. Ts suggested taking a respin because there was an error message that stated ¿transferred exam does not have transfer registration information, manual registration required.¿ the rep also removed the network cable from the imaging system and rebooted the imaging system, but there was no change. The rep rebooted the navigation system with the network cable connected but there was no change. The site opted to abort medtronic imaging, and they aborted navigation as well. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome. The rep performed further troubleshooting. The rep performed 8 test spins, all of which had nav tags, but they did not properly transfer automatically nor manually. The radiation dose report was unchecked and the transfers occurred but they all requested manual registration and did not have navigation data. The rep also tried both imaging system trackers, multiple ethernet cords, and updated the software application, but he still had the same result. The rep also saved an image from the imaging system on a usb, downloaded it to the navigation system, and then tried to find it under image acquisition but it would not show up.